Event description:
It is reported that a revision surgery is pending for an unk articular surface, due to breakage and dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.